Event description:
Hold for om 9/27/2018. It was reported that the merlin transmitter was no longer working due to a lightning strike. It was noted that the prongs blew off the plug in for the transmitter and charring was observed. The transmitter was replaced. No patient consequences were reported.

Manufacturer narrative:
Final analysis confirmed the reported event, however the alleged charring of the power adapter was not confirmed as this was missing and had been cut from the transmitter prior to receipt. There was no external physical damage to the transmitter. Internal inspection revealed physical damage to u-14 chips and multiple burn components to the main printed circuit board (pcb). In conclusion it was determined that the transmitter was hit by high current flow through the telephone line damaging the main pcb.